Event description:
The director of respiratory therapy (rt) reported the following: she got a call from the rn educator who had been told that on night shift of 3/20-21, an rn went into a patient room and found the ventilator's patient circuit disconnected from the patient and didn't know for how long. The rn got another nurse to come into the room and when she entered, she began making alarm changes to the ventilator. The rn reported the ventilator did not alarm and the patient circuit was disconnected at the et tube. The rt for the patient was not told about the event. After the initial information, nursing then reported the rn was walking by the patient room and noticed the ventilator circuit was disconnected from the patient and reported there were no alarms. The rt director reported that the use external alarm boxes on the ventilators. They were put into use on the ventilators because the rooms where the ventilators are used have glass doors that are usually closed. The alarm boxes are not connected remotely. The rt director was not yet aware of any other monitors being connected to the patient (oximeter, cardiac, etc) that would have alerted the staff to any patient issues. The rt dept doesn't have a protocol for checking alarm settings after the ventilator goes into use on the patient. The patient was spontaneously breathing at the time of the event and there was no harm. Date/time of the event is believed to be (B)(6) 2010 at 1230am. Vent settings at that time were pcv rr 20, vt 450, peep 5, fio2 40%. The rt director did not know any of the alarm settings that were in use. At 0329, (B)(6), the patient was placed on nppv and later extubated, but the patient failed and had to be reintubated and placed back on the vent at 0940 on a/c rr 20, vt unk, peep 5, fio2 40%. The patient was transferred to another facility at 1725 and the vent was out of use, until it was placed back into use for another patient on (B)(6). The rt staff was not made aware of the event with the first patient, and therefore, put the vent back into use. When they were made aware of the event, they removed it from use and contacted the manufacturer. The manufacturer service technician for the hospital reported that the external alarm is a lifecare remote alarm that the customer velcro's to the top of the ventilator. The external alarms were put into use as a louder alarm option due to the enclosed rooms they have in the ventilator care area. During past preventive maintenance visits, the service technician observed that some of the external alarms had dead batteries. The service technician also reported that when he was in the facility at this time and was made aware of this event, the ventilator that was in use during the reported event was in the biomedical department and it did not have an external alarm on it at that time. Review of the trending information stored in the ventilator noted there were peak inspiratory pressures (pip) and mean airway pressures (map) during breath delivery. The pressure values were sufficient to prevent a low inspiratory pressure (lip) alarm from activating, if the lip alarm was not set at an appropriate level. The rt director did not know what the lip alarm was set at.

Manufacturer narrative:
No request for evaluation by customer.